Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(6). Evaluation codes - methods codes: no testing methods performed. Results codes: no results available since no evaluation performed. Conclusion codes: device discarded by user, unable to follow-up. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one (B)(6) y.o. Male patient with structural heart disease underwent radiofrequency ablation procedure and received ICD implantation. The patient died due to chronic heart failure and pulmonary infection induced by cold after discharge from hospital three months later. The author assessed that the death event was not related to bwi devices. Title: "treatment of ventricular tachycardia and structural heart disease by substrate modified ablation guided by 3-dimensional mapping system in 7 patients." The purpose of this study was to investigate the methods, electrophysiological characteristics and treatment outcomes of substrate modified ablation under the guidance of 3-dimensional contact mapping system in patients with ventricular tachycardia (vt) and structural heart disease. The study was conducted during (B)(6) 2013 to (B)(6) 2014.